Manufacturer narrative:
Insulin pump alarmed prime error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. Customer's blood glucose reading was 187 mg/dl. Customer stated that the insulin squirted out during manual process. Customer unable to exit the preparing to prime loop. The customer states the rewind message occurred after an alarm/alert. Customer stated got stucked in the rewind complete/bolus delivery loop. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).